Event description:
On (B)(6) 2009, the pt reported his insulin infusion set fell off his body on (B)(6) 2009. He said, he changed his infusion headset after a shower and 3 hours later it "fell" off. He discarded the infusion set at issue. He stated this is the first time he has had this happen and he has had no further issues. The pt was educated on the sandwich technique and sent complimentary product. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.